Manufacturer narrative:
H6:corrected previously submitted fdc code d1102. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure using a trivantage emg tube the system was generating "excessive noise". The site tried using the same tube on a nim 3.0 response . When used by the nim vital it was reporting "artifact" but while in use on the nim 3.0 response it was reporting "negative" response. Using nim 3.0 and the same emg tube case was completed. There was a delay of less than 1 hour. There was no patient injury.

Manufacturer narrative:
H3: analysis found visually, there was no damage in the construction of the device observed by the unaided eye. There was contamination on multiple areas of the device especially the cuff balloon and there was surgical tape wrapped around the clamp shell on the proximal end. Under magnification, there were no cracks or voids in the trace pads or ink traces underneath the adhesive. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 26 ohms (blue), 59 ohms (blue with white stripe), 50 ohms (red), and 27 ohms (red with white stripe) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device initially passed the electrode check and had no excessive feedback during the noise test. However, while performing bend testing on each individual trace near the clamp shell, vocalis (channel) 1 had excessive noise while bending the red trace. A review of the global complaint data showed no other complaints about this lot number. Conclusion: in the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.